Manufacturer narrative:
Customer stated that qc is low when rerun after low sodium (na) results are noticed. If the anion gap is low, then the samples are rerun. The anion gaps were 4-5 units lower on this instrument for the samples. A bci field service engineer noted on (B)(4) 2010 that the customer had changed the na measuring electrode and it appeared to have resolved the issue. The fse visited the site on (B)(4) 2010, and performed verification test. On (B)(4) 2010, the fse decontaminated the instrument, replaced na and carbone dioxide (co2) electrodes, sample probe, and wash collar.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results intermittently generated by unicel dxc 800 pro synchron clinical system between (B)(6) 2010 and (B)(6) 2010. The results were reported out of the laboratory. Reruns were triggered by low anion gaps. The repeat results agreed with another instrument in the lab. Both initial and repeat results were all within the normal reference range. Patient treatment was not initiated or withheld upon the erroneous results reported.